Event description:
Date of event unk. A trupath biopsy device was used during prostate biopsy procedure. During the procedure, it was difficult to load the device. The physician had to pull the trigger several times before getting the indication to fire. The needle also fired on it's own, inadvertently, outside the patient. Though it did not cause any harm. The physician tried using the second of the same device and had the same two problems. The physician completed the procedure with a third of the same device with no pt complications. The pt is reported as fine.

Manufacturer narrative:
Conclusions: the suspect device is not available for evaluation. The cause of the reported event has not been determined.